Manufacturer narrative:
Log review confirmed that the sensor did not alarm when expected. The actual device was inspected on arrival and significant cracks were seen on both safe and protected sensor heads. The conclusion was most likely liquid ingress following accidental damage.

Event description:
Perfusionist reported that the level sensor did not trigger protected flow when expected. The device was swapped for a back up and the case was completed successfully. We consider this to be a reportable event, despite no harm to patient involved.